Event description:
Resident was alert and oriented. Got up during the night to use the commode. Charge nurse was in the room with the resident. Charge nurse turned and had her back to the resident, when suddenly the resident yelled. Charge nurse turned to find the resident on the floor with the commode on top of the resident. Transported to hospital emergency room for treatment. Injury: a fractured left hipdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided. The device was not destroyed/disposed of.